Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately two weeks after implant the implantable cardiac monitor (icm) patient developed an infection and was treated with antibiotics. It was further reported that the icm had fully migrated out of the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.